Manufacturer narrative:
(B)(4). Additional information request and the following was obtained: what firing did the issue occur? Believed to be the second or third. Clarify-the device did not fire properly? What was the shape of the clips? Not know to this staff member, but reported that they were not completely closing.

Event description:
Please see the user facility medwatch report form #(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: contacted the account to see if the device is available to be returned for analysis? Is a replacement required? The surgeon name? What firing did the issue occur? Clarify-the device did not fire properly? What was the shape of the clips? Is an analysis letter needed?